Event description:
It was reported that a water leak occurred at the bifurcation of the catheter. It was later reported per additional information from the ibc via email on (B)(6) 2019; the ibc representative said they observed the crack in the bifurcation area but can not say that the leak is only water.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a tear at the drainage funnel closest to the bifurcation area. The tear appeared to have been caused by a mechanical force from outside. The exact cause of the sample condition could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a water leak occurred at the bifurcation of the catheter. It was later reported per additional information from the ibc via email on 22-may-2019; the ibc representative said they observed the crack in the bifurcation area but can not say that the leak is only water.